Event description:
It was reported that the patient had a magnetic resonance image done a couple years ago following a stroke. Since that time the patient has experienced no stimulation sensation and her device has not worked. She recently started to experience back pain. She does not have a physician to manage her device. She was at home in fair condition.

Manufacturer narrative:
(B) (4).